Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty extending and retracting the helix of the right ventricular (rv) lead, with increased number of rotations to extend and retract the helix. The rv lead was explanted and replaced. A second rv lead was implanted and connected to an implantable pulse generator (ipg). Undersensing of the rv lead was noted on the egm and the physician repositioned the lead in the right ventricle. This rv lead remains in use. Upon reconnecting the rv lead to the ipg, the physician experienced difficulty seating the wrench into the setscrew. The ipg was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.